Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat degenerative disc disease including grade 1 spondylolisthesis with fixation at l3 - s1. It was reported that during procedure with rbt device 2.3-190 ¿rbt is expected to be broken error¿ appeared during procedure. Rbt was not allowed to proceed because accuracy ¿could not be checked¿ according to error message from workstation. 2.3-79 swapped in place. Rbt sent to left l4 and the trajectory was instrumented. Then rbt was sent to left l5 and actuator shifted with light pressure and ¿rbt is expected to be broken¿ error appeared again. Case aborted as no more rbts were on standby. Left l4 and left l5 trajectories were low but no patient harm was reported.